Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels of approximately 529 mg/dl; cause unknown. Reportedly, the customer preformed a pump supply change multiple times to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.